Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used IV pump set was returned for evaluation. Visual examination noted a cut in the tubing between the space pump segment, and green side clamp. The green clamp was physically opened and closed ten (10) times on the returned IV pump set. Although indentations were seen from the clamp, the tubing was not able to be cut/sliced by the clamp. In addition the inner diameter (ID) of the clamp and the outer diameter (od) of the tubing were measured and both met specification. Additional testing was performed with a new set of tubing. The house retain sample was of catalog number 490036, lot number 0061520740. Specifically, the pump set was loaded into and out of an infusomat space pump ten (10) times and then used to deliver fluid for 2 hours at a rate of 100ml/hr. There was no observed leakage after these simulated usage conditions. Based on the results of the investigation, the data does not suggest that the reported issue resulted from a defect or malfunction of the product. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the tubing was slit at the green clamp of the infusion pump which caused the pembrolizumab to leak. The chemotherapy spill was handled per the facility's chemo spill protocol.